Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's parents call to inform us that the error e8 keeps appearing on the spirit combo insulin pump display. The error can't be snoozed and confirmed by pressing the confirm button. Nothing happens when the button is pressed. No adverse event reported. A request was made for the return of the device.